Manufacturer narrative:
(B)(4).

Event description:
On 01oct2020, an email was received from a 3rd party monitoring group reporting a patient (pt) in argentina experienced discomfort, pain, and red eye while wearing the acuvue® oasys® for astigmatism brand contact lenses (cl). On 06oct2020, additional information was received the monitoring group: the pt reported feeling discomfort a week after using the cl, ¿which caused an ulcer.¿ the pt visited an ophthalmologist and cl wear discontinued. On 07oct2020, additional information was received from the pt: the pt reported experiencing cl movement, discomfort, redness, irritation, and foreign body sensation after a few hours of cl wear. The pt visited an ecp (unspecified date) and was diagnosed with a corneal ulcer os. Medication prescribed: tobramycin eye drops, q4h for 1 week; anti-inflammatory eye drops, q4h for 1 week; unknown eye drops; eye was patched. Cl rest for 10 days was advised. The pt was instructed to return for follow-up if the os was not better in 3 days. After 10 days, the treating ecp was contacted and advised to start using cls for 2 hours daily for a few days. Cl wear has not yet been resumed at this time. The os is currently fine. The pt reports a monthly replacement scheduled and does not sleep in cls. The date of event is reported as (B)(6) 2020. On 12oct2020, an email was received from the pt with photos of medication and solution: tobramycin eye drops, coltix anti-congestive/lubricating eye drops, and arlyt solution used to clean and store the cls. Multiple attempts were made to contact the treating ecp for additional medical information. No additional information has been received. The suspect os contact lens was requested for return and evaluation but has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00rtpc was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.